Manufacturer narrative:
The returned device analysis confirmed the reported failure to retract the lock line. A knot was observed on the lock line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a cause for the observed lock line knot cannot be determined. It is possible that the lock line became knotted at the end after the unwrapping/removal process; however, this cannot be confirmed. The reported failure to retract the lock line was a cascading effect of the observed lock line knot. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line didn¿t retract. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and during an attempt to deploy the clip, the physician could not retract the lock line. Approximately 35 cm of the line was removed. The physician decided to remove the cds with the clip. A new clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.